Event description:
It was reported that there was a leak, requiring catheter exchange. An ekosonic catheter was selected for use in a unilateral deep vein thrombosis case in the right popliteal. After 10 hours of therapy, it was observed that a leak was coming from the white triangle around the connection of the coolant and drug port. The catheter was exchanged. The patient was doing fine; no complications reported.

Event description:
It was reported that there was a leak, requiring catheter exchange. An ekosonic catheter was selected for use in a unilateral deep vein thrombosis case in the right popliteal. After 10 hours of therapy, it was observed that a leak was coming from the white triangle around the connection of the coolant and drug port. The catheter was exchanged. The patient was doing fine; no complications reported.